Manufacturer narrative:
Device passed the displacement test, active current measurement and self test. However, the device failed the sleep current measurement due to moisture damage found on the electronic assembly. No keypad anomaly noted during testing. Device was received with a cracked keypad overlay and broken belt clip rails. Device p-cap / test reservoir locked properly in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had less responsive keypad buttons and changing battery more frequently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.